Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation a polarxfit was selected for use. It was reported that ablation of left superior pulmonary vein, left inferior pulmonary vein and right superior pulmonary vein was performed without issues. When the right inferior pulmonary vein was prepared for occlusion, the error 1 - 00004000-2: console detected blood in the catheter occurred. The cryo cable and balloon were replaced and the procedure was completed without patient complications. It is unknown if visible blood was observed inside cable or catheter. The device is expected to be returned.

Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. Catheter was visually inspected and no visible blood was observed inside the polarx balloons. The device was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the errors observed in the field. During balloon dissection an outer balloon blood detect wire split was found. This wire split could lead to the wires contacting each other which would result in a false blood detection error. Laboratory analysis was able to confirm the reported allegation of the error message "the console detected blood in the catheter", however, it was unable to confirm the observation of visible blood.

Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation a polarxfit was selected for use. It was reported that ablation of left superior pulmonary vein, left inferior pulmonary vein and right superior pulmonary vein was performed without issues. When the right inferior pulmonary vein was prepared for occlusion, the error 1 - 00004000-2: console detected blood in the catheter occurred. The cryo cable and balloon were replaced and the procedure was completed without patient complications. It is unknown if visible blood was observed inside cable or catheter. The device is expected to be returned.